Event description:
New information noted the right ventricular lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was discovered the right ventricular lead exhibited high capture thresholds. Programming changes were implemented. The patient was in stable condition.